Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction incompatible scope error e315 could not be determined. Additionally, the most probable cause for the malfunction scope communication error e226 was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an incompatible scope error e315. The issue occurred during inspection for use. There was no report of patient involvement.